Manufacturer narrative:
One lighttrail single-use laser fiber was received for evaluation. Visual analysis revealed that the sma connector was returned separated from the fiber body. The overall length of the fiber measured approximately 306 cm. Functional analysis revealed that after attaching the fiber connector, the fiber was recognized by the console. The console gave error code 1101 ¿ fiber may not be used anymore, this indicated that this single use fiber has been fired upon one time. The condition of the returned device would cause the fiber to misfire thereby confirming the reported event. The noted damages indicated difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A similar complaint search was performed using gcs2, which revealed no other similar complaints towards this lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a lighttrail 270um single use laser fiber was used during a stone case procedure performed on (B)(6) 2016. According to the complaint, during the procedure and outside the patient, during the procedure and outside the patient, laser energy misfired of the connector. Reportedly, the connector was not attached well to the laser and a spark was noted. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. No harm to either patient or floor personnel was reported due to the misfire.

Manufacturer narrative:
The reported lot number does not provide a match in gcs2; therefore, the manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. (B)(4). Mfg. Site name: -(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 6, 2016 that a lighttrail 270um single use laser fiber was used during a stone case procedure performed on (B)(6) 2016. According to the complaint, during the procedure and outside the patient, during the procedure and outside the patient, laser energy misfired of the connector. Reportedly, the connector was not attached well to the laser and a spark was noted. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. No harm to either patient or floor personnel was reported due to the misfire.